Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 449 mg/dl. Customer reported that they did not feel okay to troubleshoot for high blood glucose. Customer was active with auto mode at the time of incidence. The insulin pump will not be returned for analysis.